Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the patient came in on (B)(6). The kangaroo balloon with an unknown cardinal health item code and lot number that was installed in (B)(6) deflated. Another pimple with an unknown cardinal health item code and lot number was installed, reinstalled test made with 6ml of water as mentioned in the booklet. The patient returned on (B)(6), and the pimple had been out for a few days. The ball was still deflated. So a new button of the brand avanos was installed afterwards to follow. No further information is available.